Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, water supply volume did not meet the standard value. In addition to the foreign object in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard, the bending section cover had a scratch, the adhesive on the bending section cover had a crack, due to clogging of the nozzle, air supply volume did not meet standard value, due to clogging of the nozzle, water removal ability did not meet standard value, the scope connector had a scratch, the scope connector was dirty, the mouthpiece was loose, indication on the scope connector was peeled, the light guide lens had a crack, the "up/down" knob had a scratch, the forceps elevator knob had a scratch, the forceps elevator lever had a scratch, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the protector of the universal cord on the scope connector side had a scratch, the light guide over had a scratch, the objective lens had a scratch, the plastic distal end cover had a scratch, the connecting tube had scratch, the "right/left" knob had a scratch, because the objective lens was shaved, the image had a partially dark area, the switch box had a scratch, the suction cylinder was shaved, the electrical connector had discoloration due to water leakage, the scope cover had a scratch, the scope connector had a scratch, the control unit had a scratch, the control unit had discoloration, the grip had a scratch, the universal cord had a scratch, the scope connector was dirty, the universal cord had a wrinkle, and due to a scratch on the objective lens, flare occurred. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had poor water supply. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm. During evaluation, a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the spray valve function. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.